Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the comb was bent and the gear, bottom roll and side plates were damaged. The side plates, comb, bottom roll, gear and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to design issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for maintenance only and a repair was needed. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation the mesher was found to have a bent comb. No adverse events were reported as a result of this malfunction.